Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, pusher wire and introducer sheath were returned for this complaint. The main coil and the pusher wire were interlocked within introducer sheath. Introducer sheath was observed, and no damages were noted. The pusher wire was observed, and it was kinked. The main coil was found kinked and severely stretched. The pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. The zap tip has a smooth surface and the interlocking arm was inspected, and no anomalies was noticed. The proximal end of the pusher wire has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Dimensional inspection of the pusher wire pass the overall specification. While for the main coil, the zap tip and the primary coil were within the specification. However, the number of fiber bundles did not match with the specification.

Event description:
Reportable based on device investigation completed on 01feb2022. It was reported that the device was stuck. The target lesion was located in the internal iliac artery. A 22mm x 60cm pe f-idc interlock embolics was selected for use. During the procedure, it was noted that the device was stuck inside the hub part of the catheter and was removed together with the catheter. The procedure was completed with a different device. There were no complications reported and the patient was fine. However, device investigations revealed that fiber bundles were missing.